Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the latch on the data connection end was broken off on the flow sensor connector cable. Since the event occurred during preventative maintenance, there was no pt involvement.